Event description:
Same case as #6000130-2006-00049, 6000093-2006-00377, post a coronary drug eluting stenting treatment procedure, a wire fracture and a thrombosis occurred. Two taxus express2 drug eluting stents were placed in the left anterior descending artery. A pt choice guidewire was crossing two "crushed" taxus monorail stents in a bifurcation lesion. The wire prolapsed three times. The pt choice floppy tip separated form the wire while in the left anterior descending artery. The physician attempted to retrieve the separated tip and was successful after two hrs. The procedure was performed in the morning and the pt returned that afternoon with an acute thrombosis in both the taxus stents. The pt was sent for surgery.